Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for one patient sample. The initial result from a serum sample was 1.6 miu/ml and was reported outside the laboratory. As the patient's urine sample was hcg positive, the serum sample was repeated and the result was 142 miu/ml. The repeat result was believed to be correct. The patient was not adversely affected. The hcg+ss reagent lot number and expiration date were requested, but were not provided. The customer declined a service visit. The investigation could not determine a specific root cause based on the limited information provided by the customer.